Event description:
Rec'd complaint of red eye and report of pt experiencing an anaphylactic reaction from the contact lenses. Pt was successfully treated with prednisolon, a steroid and has recovered completely. No add'l info available.

Manufacturer narrative:
The contact lens worn at the time of the event was not available for eval. An unopened lens of the same lot number was returned and eval found the lens to be within all specs. The lot device history records were reviewed and show that all requirements were met. The reported event is unusual. The treating dr instructed the pt not to wear this lens type again.